Event description:
Boston scientific received information that this patient was recently checked by the health care professional (hcp) and it was noted that the device settings were to aggressive causing higher rates than expected for minimal activity. Boston scientific technical services (ts) was consulted and suggested changing the sensor settings to less aggressive. Additionally asses the patient's actual rate by setting up some testing and have the patient do a hall walk to see how the device responds to that activity and make changes based on that information. Ts also stated that if this patient has irregular breathing due to heart failure then the minute ventilation feature may not be responding appropriately, so watch the patient's breathing as well. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.